Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, the lead dislodged twice from the rv (right ventricular) apical position. Ultimately, a high septal position was utilized and the lead remains in use. The lead was noted to be part of the product surveillance registry. No patient complications have been reported as a result of this event.